Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention/patient death. Device issue: no device malfunction has been reported. It was reported that after pre-dilatation, three promus stents were deployed in the rca. (2.5 x 23 distal, 3.0 x 28 mid and more proximal with an overlap was the 3.0 x 15.) Then the 3.5 x 18 promus was deployed (16 atm for 10 seconds) in a large obtuse marginal branch off the proximal cx. At this time a perforation was observed and the pt became hypotensive, periocardiocentesis was performed and a jomed graftmaster covered stent was deployed which successfully stopped the bleeding. Follow-up angiography of the previously deployed rca stent demonstrated extensive thrombus and vasoconstriction. The thrombus was treated with balloon angioplasty. Subsequently, the pt became hemodynamic instable, (hypotensive, hypertensive, bradycardic). The pt was given atropine, dopamine and epinephrine. CPR was performed. The pt was transferred to ICU in critical condition, intubated, and on a balloon pump and subsequently died within the hour. No additional event or pt information is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - thrombosis, hypotension, hypertension, and death, as noted in the promus IFU are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. It is likely that additional patient effects are secondary effects of the thrombus which resulted in ptci and death. A conclusive root cause for the reported pt effects cannot be determined. The 3.0 x 15 and 3.0 x 28 prmous stents are being filed under the same MFR #. The 3.5 x 18 promus is being filed under MFR # 2024168-2008-01106.